Event description:
It was reported that the foley catheter balloon was not able to deflate properly.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Visual: received one (1) used all-silicone temp sensing foley catheter without original packaging. Verified material number (B)(6) and manufacturing lot number ngku2033. Visual inspection noted no obvious observations. Visual inspection noted no obvious observations. Catheter tested for balloon note deflating properly. (B)(4). Risk review, labeling review, and DHR review are not required as CAPA 12182448 is applicable for this product lot number per fm0302332 rev 20. Corrections made to tab(s) d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not able to deflate properly.